Event description:
It was reported that during the procedure in the mid left anterior descending artery, pre-dilatation was performed using an unspecified 1.5x8 balloon. A 3.0x18 rx xience v stent system was advanced to the target lesion with resisance due to the moderately tortuous and calcified vessel and force was applied. The stent was deployed and a dissection was noted at the distal edge. A 3.5x12 xience v stent was deployed to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.